Event description:
Sales rep received info about a disassociated inlay.

Manufacturer narrative:
Sales rep received info about a disassociated inlay. Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. In this case four of the ard's of the polyethylene liner have fractured. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were provided indicating the liner disassociated after a twisting trauma and the femoral head was in direct contact with the acetabular cup. The acetabular cup was noted to be in good position as per x-ray and was retained. Patient pre-revision and post-revision x-rays were provided and reviewed by a depuy medical safety specialist. Upon review of the pre-revision ap x-ray, the acetabular component appears to be in proper position. The femoral head can be seen to be eccentrically located within the cup confirming a disassociation has occurred. . A complaint database search finds no other reported incidents against the provided product and lot combinations. It cannot be determined that there is any product relation to the reported event. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
6 aug 2014 - update received. Revision report and medical records currently being translated. Medical report, dated 30 may 2014, states patient suffered a 'distortion trauma' one day before visiting the doctor. Lab report states there were no pathogen germs and no resistances. Pe inlay and metal head to be returned, but no product details yet. X-rays on disc and products being returned for investigation.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. In this case four of the ard's of the polyethylene liner have fractured. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were provided indicating the liner disassociated after a twisting trauma and the femoral head was in direct contact with the acetabular cup. The acetabular cup was noted to be in good position as per x-ray and was retained. Patient pre-revision and post-revision x-rays were provided and reviewed by a depuy medical safety specialist. Upon review of the pre-revision ap x-ray, the acetabular component appears to be in proper position. The femoral head can be seen to be eccentrically located within the cup confirming a disassociation has occurred. A complaint database search finds no other reported incidents against the provided product and lot combinations. It cannot be determined that there is any product relation to the reported event. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving further information. Depuy will notify the FDA when the investigation is complete